Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was performed due to infection. The surgeon performed a poly exchange of the serf 55/28 acetabular insert and related 28mm x +3.5mm biolox delta femoral head and anteverted arc neck.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the omni manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event. Their sterilization paperwork for the explanted device was reviewed and revealed no deviation from process or non-conformity of product that would have caused the adverse event.